Manufacturer narrative:
The customer performed troubleshooting with the assistance of a beckman customer technical specialist (cts). Cts recommended that they establish a plan to visually verify abnormal (abn) flags, consult with their laboratory pathologist, or use an alternative testing method. The customer was satisfied and resumed normal operations. Based on the information available, there was no indication of an analyzer or reagent malfunction, and no hardware parts were replaced. The cause appears to be sample-specific. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that the dxc 700 au clinical chemistry analyzer generated total bilirubin patient results flagged as abnormal (abn) due to lipemia, icterus, hemolysis (lih) levels. The customer was unable to visually verify the lih interference, which caused a delay in reporting these results. The customer indicated an impact on patient care; however, they did not provide specific details despite multiple attempts by beckman to gather more information. There was no report of death associated with this event. Patient data or demographics were not provided by the customer.